Event description:
Account experiencing erratic ise results for approx 25-30 pts samples, which are normal when repeated on another analyzer. Only the following examples were provided: patient 1, initial sodium gave 119 mmol/l; repeat gave 135 mmol/l. Initial potassium gave 7.8 mmol/l; repeat gave 3.4 mmol/l. Patient 2, initial sodium gave 117 mmol/l; repeat gave 134 mmol/l. Initial potassium gave 8.7 mmol/l; repeat gave 3.7 mmol/l. Erroneous results were not reported. The field service rep found a problem with ise tubing and mixtower. Replaced ise tubing, and cleaned the mixtower. Performance tests were performed which were within specifications.